Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 40 mg/dl at the time of incident and current blood glucose was 168 mg/dl. Troubleshooting was performed for low blood glucose. Customer was treated with food. Customer did not mention any symptoms related to the low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.